Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the leads. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.